Event description:
It has been reported that one syringe 20ml ll precise has been found experiencing leakage during use. The following has been provided by the initial reporter: it had been used to draw up saline, and solution had leaked past the plunger.

Manufacturer narrative:
H.6. Investigation: one sample was received and subjected to a leak test showing there was leakage pass through the stopper due to barrel damage. The syringe barrel damaged and resulted leak test failed had happened at the kahle assembly machine. Probable root cause could be the barrel air jet position not aimed to syringe barrel at infeed dead track, resulted the barrel position higher and hit at the incline roller top guide plate. Due to the barrel at higher position caused the product tilted from the slot pocket during the transition into barrel infeed dial and damaged by pocket dial and side guide. The defect parts failed to remove effectively by production technician which resulted escapees to the next process. Actions: communication to the technicians for awareness will be provided. Remove the extra air jet at incline roller, reposition air jet to aim the syringe barrel, and lower the incline roller top guide to prevent parts at higher position. Review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 20ml ll precise has been found experiencing leakage during use. The following has been provided by the initial reporter: it had been used to draw up saline, and solution had leaked past the plunger.